Event description:
The patient reported that subsequent to the implant of a protegen sling and hysterectomy, pt experienced urinary tract infections and frequent urination. Pt reported they had sling release surgery in 1999 because of these problems. Pt has experienced pain and incontinence. Pt also reported the sling has formed a ridge which prohibits the bladder from emptying completely and has become embedded in their bladder. The device remains in the patient. Therefore, no failure analysis is available.